Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported patient was experiencing pain at the ipg site, as patient had gained lot of weight. To address the issue patient is anticipating surgical intervention at a later time. Patient addressed no falls or trauma.

Event description:
Additional information received confirmed the ipg was replaced to address this issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.